Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d154awg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was an impedance spike on the superior vena cava (svc) portion of the right ventricular (rv) lead. The svc portion was capped and the lead remains in use. No patient complications have been reported as a result of this event.